Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and the customer reported complaint was confirmed and replicated. Based on lighthouse log review, 32139 error code was observed indicating a high-side switches failure during power-on self-test. Upon visual inspection, no issues were found that would be related to the reported complaint. The unit was installed on an in-house system and the following error codes were observed: 32139, 32145, and 32101. After installing on surgeon side console fixture test platform (sftp), the unit failed node check, which is related to the customer reported complaint. An aba swap of the manipulator controller master base driver (mcmbd) 2 board was performed and the unit was able to pass node check and the rest of fitness test was ran. Additional findings of failure for grip accuracy test post since cycle, gravity balance test post sine cycle _ el (min_margin), and slow gravity balance test post sine cycle for wrist pitch (axis 5) and wrist yaw (axis 6) - ripple_torq_max were observed. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) with 32139 error on the screen. Logs confirm the error pointing to master tool manipulator (mtm) right 2 on surgeon side console (ssc) 2. Tse had customer do hard restart with no change. Customer wanted to turn off ssc2. Tse advised customer to power down system and unplug. Customer continued with set up. The procedure was completing as planned with no reported injury.